Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main 2.1 half height drawer would not close due to missing hard stop screws. A field service engineer (fse) secured hard stops in all drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user attempted to open a cubie drawer but was unable to close it. As a result, the user was unable to proceed and access critical medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.